Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010; 694758 lead, implanted: (B)(6) 2010. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the patient developed methicillin-resistant staphylococcus epidermidis endocarditis and lead infection with superimposed respiratory failure. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.